Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
The soft components of the housing are worn down heavily. Therefore, moisture entered the insulin pump and caused damages to the pump electronics. As further result of the destroyed device electronic read out and investigation of the history and configuration is impossible. All tests failed caused by the destroyed pump electronic. The problem mentioned by the customer is related to careless handling of the product.

Event description:
On (B)(6) 2013, it was reported that the patient blood glucose level was hi. The patient thinks the infusion device was not delivering an accurate amount of insulin. The patient was hospitalized and diagnosed with diabetic ketoacidosis and an infection. The patient's doctor has advised the patient to discontinue use of the device. The infusion device was replaced and was requested to be returned for product evaluation.